Event description:
Pump declared altitude alarm 21, prompting a suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support advice to clean speaker holes and reconnect cartridge, successfully resuming insulin after waiting. No further alarms occurred, and normal operation resumed with preventive tips provided.